Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The lot number of the device is not known; therefore, a review of the device history record could not be performed. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame 410,690 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised the following: precuations: -care should be taken when using sharp and eletro-surgical devices. -note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that trs100sb2 device was being used during a surgery of unknown type when the bags broke. There was no report of injury to the patient or user and the procedure was completed successfully using another trs100sb2 device. There was no report of any fragmentation of the devices. Further assessment information has been requested; however, there has not been a response to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.